Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, failed downstream occlusion test was not reproduced due to white screen. A review of the event history revealed multiple events of "downstream occlusion!" Alarms however test failures cannot be determined through the history log. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event.the reported condition was verified. The cause of the condition could not be determined. The display requires replacement and force sensor will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.